Event description:
The user alleged that while using the superdimension system, it would "freeze up". The system was powered down and re-started and within a short time, it froze up again. It was noticed that the pc lights were not lit and the user could not get the pc to power up or down. The case could not be completed using the superdimension system. The case was completed using fluoroscopy and samples were obtained. There was no harm or injury to the pt.